Manufacturer narrative:
The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case - USA. Patient ID: (B)(6) rk rev. Refer to (B)(4) lk rev. As reported via legal department a female patient had a bilateral knees on (B)(6) 2007. Approximately 15 years and 7 months after the initial procedure the patient had bilateral knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2022. Postop diagnosis: polyethylene particulate debris-induced synovitis bilateral knees status post bilateral total knee replacement in 2007. Findings: on the right knee there was a moderate degree of synovitis. Femoral and tibial components were well fixed. The patellar component was not loose but there was wear of the polyethylene. There was wear on the anterior aspect of the post for the cpk liner. A compressive sterile dressing was then applied to the knee and the patient brought to recove.